Event description:
During left mastectomy surgeon was using plasma blade to cauterize blood vessel by grasping blood vessel with debakey forceps and touching the tip of the plasma blade to the forceps. The tip melted and was unusable.